Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced a cot drop. There were 2 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
The final device was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced a cot drop. There were 2 events with patient involvement; no adverse consequences were reported.